Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the pen ndl 32g 4mm hp experienced an inner shield/outer cover/cap that would not attach/detach. The following information was provided by the initial reporter: consumer stated, when taking injection, the patient end bends. Stated, the outer cover is hard to remove prior to injection. Stated, he does not reuse and rotates injection sites. Stated, he purchased 3 boxes with the same lot# but is only using one box now. Stated, in all the years he's been using bd products, he's never had a problem. Lot: 0217779, catalog: 320550, date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm hp experienced an inner shield/outer cover/cap that would not attach/detach. The following information was provided by the initial reporter: consumer stated, when taking injection, the patient end bends. Stated, the outer cover is hard to remove prior to injection. Stated, he does not reuse and rotates injection sites. Stated, he purchased 3 boxes with the same lot# but is only using one box now. Stated, in all the years he's been using bd products, he's never had a problem. Lot: 0217779 catalog: 320550 date of event: unknown